Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported from the consumer that there was secondary intervention performed approximately 84 months post stent graft implant. The reason for secondary intervention was unknown to the consumer. Medtronic has requested additional information from the user and the user facility.